Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a cervical foreign body granuloma. Interventions included an entire system explant on (B)(6) 2020. The device was disposed of according to biohazard instructions. The event was related to the device or therapy and not related to the implant procedure. Medication was ad ministered on (B)(6) 2020 and therapy was also suspended. The issue was resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Implant date was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.